Event description:
The company received a report where it was claimed that the tube was placed in a pt's airway. The caller reported that the markings on the tube were incorrectly read and thought to be depth markers and used as a guide to tracheal placement. The markings were actually the internal diameter and outer diameter measurements printed on the tube. The error was noticed immediately when the tube length was re-assessed at the lips.

Manufacturer narrative:
The customer associated to this report later confirmed that medical intervention was not required. It was confirmed that the markings on the tube incorrectly assessed by the end user. This report will be monitored as a human factor usability issue however; info has been added to the database and trends will continue to be monitored. Part number# 127-45-2 is not distributed in the u.s.; however, is a device of essentially identical design distributed in the u.s. Applicable 510k# for u.s. Distributed part is k841872.